Manufacturer narrative:
(B)(4). All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
The surgery center reported that a laser vision correction patient experienced blurry vision, glares and halos on the right eye (od) on a 5 day post-op exam. The patient¿s chief complaint was of halos, glares, shadows and blurred vision at a distance on the od. It was initially reported that patient experienced loss of best corrected visual acuity however, at the last post op patient improved and had no lines lost. Topical steroid dosage was increased to treat the symptoms. The surgery center indicated the symptoms have not been resolved and had the patient start on alphagan p eye drops to be taken before night driving. Bcva from (B)(6) 2018: right eye pre-op 20/20 .75 x -.75 x 110, left eye pre-op 20/20 .75 x -.75 x 70. Bcva from (B)(6) 2018: right eye post-op 20/30, left eye post-op 20/20 . Bcva from (B)(6) 2018: right eye post-op 20/20 .00 x -.75 x 165, left eye post-op 20/20 .50 x -.50 x 165.

Manufacturer narrative:
A review of the records related to the device that included labeling, manuals, trending, and risk documentation was performed. The trend review shows that there is no significant change over historical complaint limits and no recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. There was no product deficiency identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.